Event description:
While gaining access to basilic vein, had trouble with the seldinger wire. Rotated the wire and it slid in. However when attempting to pull the wire out and the inner introducer, met with much resistance. The wire and internal introducer did come out but part of the wire was still protruding from the external introducer. The external introducer and remaining wire were removed together.